Event description:
It was reported that during a photo-selective vaporization of the prostate, there were connection errors when initially plugging the fiber to the console. The fiber then began forward firing after 42,000 joules with six minutes of used. The fiber was replaced with a second fiber, and the procedure was completed without injury to the patient.

Event description:
It was reported that during a photo-selective vaporization of the prostate, there were connection errors when initially plugging the fiber to the console. The fiber then began forward firing after 42,000joules with six minutes of used. The fiber was replaced with a second fiber, and the procedure was completed without injury to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. The metal cap exhibited moderate charred debris adhesion on surface. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and distal circumferential fracture.